Event description:
It was reported that the 9600 system had an x-ray tube housing overheating message during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube housing temperature sensor thermistor was replaced during the service call. The system was tested and found to be working as intended, and put back into service.